Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume (high drain error 101) event was identified. However, the root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 101 alarm was identified in the log. The alarm occurred on (B)(6) 2013 at 21:59:32 during night drain cycle one. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, meeting increased intra-peritoneal volume (iipv) criteria. No additional information is available.